Event description:
It was reported that the patient was using the magic 3 catheter and was told of some innovative catheter with the burst pack. Patient stated that the last night they catheterized twice and nothing was coming out and said that maybe it was not the time and then later, there was nothing either. Also patient stated there was clear gel or film over the tip of the magic 3 catheter and they was able to void. Patient stated that they were not happy with the last batch of catheters and wants to get back to the magic go 3 catheters. Patient wanted to return the 53612g and preferred the 53812g's. Patient stated that they would take the 53814g's instead of the 53612g's because they stated there was an issue with them.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "defective components from supplier or previous assembly." The lot number was unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was using the magic 3 catheter and was told of some innovative catheter with the burst pack. Patient stated that the last night they catheterized twice and nothing was coming out and said that maybe it was not the time and then later, there was nothing either. Also patient stated there was clear gel or film over the tip of the magic 3 catheter and they was able to void. Patient stated that they were not happy with the last batch of catheters and wants to get back to the magic go 3 catheters. Patient wanted to return the 53612g and preferred the 53812g's. Patient stated that they would take the 53814g's instead of the 53612g's because they stated there was an issue with them.